Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. During the procedure, the motor drive unit would not shut off. After the procedure was finished, it was found that the pneumatic connector was broken. The procedure was completed using the same motor drive unit and there were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device was found to have a broken pneumatic switch.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. (B)(4) broken pneumatic switch. Conclusion (B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.